Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced anxiety due to pump not working properly by annunciating "out of range" alerts for the past 12 hours. The customer's blood glucose (bg) level at the time of the event was 111 (mg/dl). During troubleshooting with tandem technical support, there were no out of range alerts or alarm noted in the continuous glucose monitor (cgm) history. The sensor and receiver also appeared to be functioning as intended. Recommendation was made to consult a health care provider.